Event description:
Caller reported a malfunction on the pump, and there was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by giving pump reset information and helped the caller reset the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump, with instructions to call back if any issues reoccur.